Manufacturer narrative:
The lead was returned with insufficient information. As received, a partial lead was returned in two pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can located at the proximal region on the connector portion of the lead. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.